Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that station stuck in retry mode. The technical support specialist (tss) applied knowledge article med es 1.5.2.1-retry mode-insert into tx. Discrepancy to clear retry mode, restoring normal system functionality. The system functioned as intended after the technical support specialist (tss) troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es wr-ER-2 device upload had stopped. The device was showing a red diamond indicator on the pyxis server website, with messages stated, device with upload in retry mode and device with upload stopped. However, there were no delays or adverse events or injuries reported based on this event.